Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of device memory indicated battery voltage measurements results. Seven of the last eight battery voltage readings were 2.79-2.8 volts and one at 2.05 volts. Faulty low battery voltage measurement.

Event description:
It was reported that a battery voltage error displayed on the implantable pulse generator (ipg) device as a false low value even tho ugh the battery voltage was normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.